Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 3/4 of their automated peritoneal dialysis therapy. Reportedly, the home pt had left an unused supply line of the homechoice set unclamped during therapy. Baxter's technical service center assisted the home pt in ending therapy early. Therapy was discontinued at that time. No pt injury or medical intervention was associated with this incident per the home pt.